Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 49mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2014, the maximum diameter of aortic aneurysm/lesion was 44mm. On (B)(6) 2015, the maximum diameter of aortic aneurysm/lesion was 46mm. From (B)(6) 2014 till (B)(6) 2018, the maximum diameter of aortic aneurysm/lesion increased in size from 36 to 48mm. It was reported that on (B)(6) 2018, a type ii endoleak was determined. Reportedly, the type ii endoleak supplied via branches of the right third lumbar artery and inferior mesenteric artery, and caused the aneurysm enlargement. On (B)(6) 2018, the patient underwent a mesenteric angiography and an embolization procedure. The patient tolerated the procedure. From (B)(6) 2018 till (B)(6) 2019, the maximum diameter of aortic aneurysm/lesion decreased in size from 47 to 37mm. On (B)(6) 2020, the maximum diameter of aortic aneurysm/lesion was 50mm. Reportedly, the cause of the aneurysm enlargement is a persistent type ii endoleak. No further adverse events have been reported. The physician is monitoring the patient.